Event description:
It was reported that the patient with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed high, out of range shock impedance measurements (sim) the day of implant. It appears that the ICD was out of pocket when the field representative took a measurement at one of the vectors, causing a saturated measurement. Furthermore, there was a secondary finding that suggested a calcification process around one of the coils, but the sim were within normal limits. A possible defibrillation threshold test was discussed. The rv lead and the ICD remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.